Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
When the patient took the shower, the patient felt the scar at the implantable loop recorder open spontaneously without any trauma. The left parasternal scar was open over 2 cm and bleeding. Biomonitor iii was explanted, and stitches were used to close the wound.